Manufacturer narrative:
The event occurred in (B)(6) with the valve which is sold bulk, non-sterile to the customer for further processing into final sterile packs. A similar device is distributed by quest medical in us, hence this medwatch is being submitted. The complaint sample will be evaluated and a follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the cpbp vacuum relief valve. The report states that the device leaked during use resulting in blood loss of approximately 2ml.

Manufacturer narrative:
The device was evaluated and it functioned as intended. The device is intended to relieve pressure at negative pressure of -150mmhg and positive pressure build up of +340mmhg (avg). Leaking was observed from the pressure relief valve under the hood at approximately 174mmhg mmhg which is within the acceptable range. A DHR review was conducted and no anomalies were found.